Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. There is no specific optetrak logic device information provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6), 2020 and then, approximately 2 years, 9 months later, on (B)(6), 2022 experienced a revision surgical procedure. The patient reports the following: pain, stiffness, discomfort and weakness which in turn negatively affected mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. Patient¿s ability to performs normal physical activities has been consequently limited. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.